Manufacturer narrative:
It was reported that a shutdown occurred during verification stage. According to the results of the technical investigation, the cause of the issue is a udp socket timeout which is a known bug recorded under reference (B)(4).

Event description:
Shutdown occurred while during verification stage. Surgeon reports that this may have been due to ¿double-tap¿ of foot pedal. System was re-initialized and verification resumed. Estimated time lost was 5 minutes.